Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer completely stuck and unable to be recovered by the user. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was completely stuck and was unable to be recovered. The field service engineer (fse) found that the flex magnet on the side of the half height drawer was physically damaged. The broken half height cubies were manually removed to resolve the issue. A functional test was performed, and hardware test application was run. The customer tested the device successfully. The system functioned as intended after the field service engineer repaired the device.